Event description:
The device distributor reported on behalf of the hospital that the jaws of the insert fused during surgery and could not be removed. This required changing from a laparoscopic tubal ligation of an open tubal ligation procedure. Pt lost 360cc of blood, but no transfusion was required. The electrosurgical generator was started at a 20w setting, and turned up to 30w where 85% of the surgery was performed.